Event description:
Complainant alleged that while attempting to defib patient in atrial fibrillation the patients heart rhythm was inadvertently defibrillated without setting device to synchronize mode. User enabled synchronized mode and delivered 1st shock at 20 joules. The patients heart rhythm did not convert. Clinicians attempted two additional defibrillations, however; the device was not set for synchronized defibrillation. Subsequently after the third delivery of energy the patients heart rhythm changed to ventricular fibrillation and continue efforts to resuscitate were unsuccessful. Complainant indicated that the patient subsequently expired.